Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. It was also noted a possible loss of capture with the left ventricular (lv) lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.